Event description:
The reporter stated that the surgeion implanted a 13.0 mm icm130v4 implantable collamer lens in 2006. In 2006 due to excessive vault, narrowing of the angle and shallowing of the anterior chamber depth, the lens was removed. Lens was replaced with a shorter lens.